Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has intermittent complete heart block. Right ventricular (rv) lead exhibited intermittent high impedance values and oversensing resulting in multiple reprogramming attempts. The lead remains in use and a ventricular lead revision is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.